Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - refractive change overtime. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+1.5/100 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to patient experienced a refractive surprise and refractive change overtime. The lens was replaced with another same model/length but different power lens and the problem was resolved. The reporter indicated there was an error in the transcription of refraction cylinder (sign).